Event description:
It was reported the unit had phantom motion due to the cpu and worn potentiometers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.